Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to electromagnetic interference (emi) on the cardiac resynchronization therapy defibrillator (crt-d). It was suggested that the patient investigate what they were doing when the emi occurred and try to avoid the source. The device remains in use. No patient complications have been reported as a result of this event.